Manufacturer narrative:
Surgeon stated patient may have been in an accident.

Event description:
It was reported that during a cervical revision, it was discovered that 3 screws were broken. Surgeon stated that patient may have been in an accident.